Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter read inaccurately high compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the early morning of (B)(6) 2012. It was reported, the patient obtained blood glucose results of "250 mg/dl" with the subject meter and "160 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual dose of medications. An hour after the start of the alleged issue, the reporter claims the patient had a symptom of "low blood sugar." Symptoms were not specified. The patient was given food and/ or drink as treatment. On the following early morning, the patient went to the emergency room (ER) and obtained a blood glucose result of "52 mg/dl" with the ER/ hospital meter. At that time, the patient took more food and/ or drink. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.